Event description:
Avid medical, an owens & minor company, is the manufacturer of a custom procedure tray that contains a warmer drape part # ors-300n manufactured by ecolab. Avid medical received a complaint on (B)(4) 2016 originated by (B)(6) stating a hole in the warmer drape was discovered at the end of a procedure. The complained drape was not available for evaluation. No patient injury was reported. Avid medical issued formal complaint (B)(4) to the manufacturer ecolab for a hole in the warmer drape - part # ors-300n. The following warmer drape lot #'s were used to build avid medical's custom procedure tray d151941arc, d151671arc, d151671rc, d151661rc, d151731rc, d151821rc3.